Manufacturer narrative:
No complaint sample was provided for eval; therefore, we are unable to determine the root cause for the issue reported. A review of complaint data did not identify any additional complaints of similar nature. Based on the complaint review, this complaint is classified as an isolated report. The device history record (DHR) and the sterilization batch record for lot l9n248 was thoroughly reviewed and one non-conformance was noted. Finished product was 100% inspected and functionally tested by quality prior to release. During the mfg of the ascites shunt, a series of quality control measures were employed during the manufacture of lot l9n248, including multiple 100% in-process and finished product visual and functional inspections by both mfg and quality assurance departments. The non-conformance that was identified (valve contacting the interior shunt body wall) during the manufacture of lot l9n248 resulted in scrap of all five (5) non-conforming units. As a preventive action, all applicable mfg and quality personnel will be notified of this report in an effort to heighten awareness and minimize any impact from the mfg processes.

Event description:
The doctor stated that there appeared to be fluid around the pumping chamber after the shunt had been placed and in use for several weeks. Shunt was removed and a new shunt placed. Pt did fine after new shunt was placed.